Manufacturer narrative:
(B)(4). Batch # unknown. Additional information received: the tissue pad was broken and fallen into the patient. The piece of the tissue pad was retrieved from the patient by a forceps via a trocar. There is no bleeding and no tissue damage for the patient. Investigation summary: this is an evaluation of two pictures sent by the account. Both images are of what appears to be a harmonic device where you can see a piece of tape or similar of plastic, containing of what seems to be a detached tissue pad. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. No lot or batch were provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that, during a laparoscopic myomectomy, the tissue pad peeled off. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.